Event description:
It was reported that stent dislodgement occurred. A 3.00 x 38 synergy ii drug-eluting stent was selected for use. During preparation, the stent itself was not on the balloon, it had become stuck inside the blue plastic sleeve. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Multiple kinks were noted along the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. No stent was attached. Balloon cones were reviewed and were not subjected to positive pressure. Crimp markings were visible on the balloon material. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 38 synergy ii drug-eluting stent was selected for use. During preparation, the stent itself was not on the balloon, it had become stuck inside the blue plastic sleeve. The procedure was completed with another of the same device. No patient complications were reported.